Event description:
Manufacturer ref # (B)(4)

Manufacturer narrative:
Our investigation of the reported complaint has been finalized. The monitoring pc (printed circuit) board was replaced but not returned for investigation. It was reported that the ventilator generated technical alarms regarding power error and barometric pressure too high. The generated technical alarms, stated in the complaint, are a consequence of a faulty pressure transducer on the monitoring pcb. The pressure transducer measures the barometric pressure and supplies information to the other sub units in the system. Earlier investigations determined that a failure of the barometric pressure transducer can disable the internal 12 v power supply. The issue will be detected during device start-up and ventilation cannot be started, if the issue would occur during ventilation, it would lead to stop of ventilation, alarms will be generated by the device. Our conclusions in this matter is that a faulty pressure transducer on the monitoring pcb caused the generated technical alarms.

Event description:
It was reported that the ventilator generated technical error codes indicating a power error and too high barometric pressure. Patient involvement is unknown. Manufacturer's ref #: (B)(4).